Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted possible far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.